Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device could be interrogated with a different programmer.